Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-04731. It was reported that the patient experienced lead migration. Surgical intervention was undertaken on (B)(6) 2019 during which both leads were relocated. Therapy was restored post procedure.